Event description:
It was reported that the patient just fell about 5 minutes ago and the caller thought that the implantable neurostimulator (ins) might have moved and their skin was really red. It was noted that the patient had previously fallen and no one had looked at the implant after the fall in (B)(6). It was noted that the implantable neurostimulator (ins) had not been turned on. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID" 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).